Manufacturer narrative:
Approximate age of device ¿ 2 years and 6 months. The replaced portion of the driveline and the explanted device were received for investigation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that interrogation of the patient's system controller during a clinic visit on (B)(6) 2016 revealed a "pump off, driveline disconnect" event recorded on (B)(6) 2016 at 10:00 am. The patient reported that the alarm occurred briefly when the driveline became kinked under the belt while riding in the car. The patient reported repositioning their driveline after the car was pulled over onto the shoulder. The patient reported that at no time did they did disconnect the driveline from the system controller. Upon visual examination by the healthcare professionals, a slight bend was noted in the driveline casing within a few inches of the system controller connector. The suspect area was at the location where the driveline bends when the patient is sitting. The patient was aware of the bend in the driveline and reportedly attempts to keep the driveline at a different angle. It was reported that the patient has been on an ungrounded patient cable since (B)(6) 2014 due to a concern for a driveline short to shield. During the evening of (B)(6) 2016, the patient reported experiencing lvad system alarms in the following sequence: low flow (5 sec), driveline disconnect, low speed (2 sec), low speed (5 sec). The patient denied any lightheaded or dizziness with these alarms and stated that the driveline may have become kinked. The patient reportedly had a normal day but did more walking than normal. There was a concern for a possible compromise to the driveline and a log file and x-ray images of the driveline were submitted to the manufacturer¿s technical services representative for evaluation. Review of the log file confirmed multiple pump stops and speed drops occurring while the system was supported on both the power module and on batteries. The submitted x-ray images did not show a clear view of the distal end at the system controller end; however, there did seem to be a suspect area near the pump end. On an unspecified date, the patient was re-admitted to the step down unit. No alarms were able to be reproduced upon admission and the patient remained asymptomatic. On (B)(6) 2016, the technical services representative performed an onsite replacement of the external portion/distal end of the driveline. It was reported that the patient continued to experience additional pump stops after the external driveline replacement and underwent a pump exchange later that night. The patient was reportedly recovering well in the intensive care unit.

Manufacturer narrative:
The evaluation of the returned pump confirmed an internal driveline wire damage that would have contributed to the reported event. The pump was returned assembled with the driveline cut approximately 10.5 inches from the pump housing and 26 inches of the distal portion of the driveline was also returned. A driveline segment from the percutaneous lead replacement measuring 21 inches was previously returned for examination. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity of the driveline in the condition that it was received did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed in order to evaluate the underlying wires. Visual examination of the pump-end segment of the driveline revealed breaches to the insulation of the yellow and orange wires, approximately 9.5 inches from the pump housing. The yellow wire redundantly supports motor phase 1 and the orange wire redundantly supports motor phase 3. The observed wire damage appeared to be the result of repetitive flexing. The remaining segments of the driveline were then submerged in a saline solution for high potential testing to verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the yellow or orange wires contacted the braided shield while operating on the power module, the resulting short to ground would have resulted in the alarms and pump stoppage events that were confirmed through the analysis of the log files. The reported event also could have resulted from a phase-to-phase short if the exposed conductors from these wires made direct contact with each other or simultaneous contact with the braided shield on either the power module or battery power. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.